Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and patient concern with the product. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "hardening", "lumps and capsular contractions", "lifting", "bottom has a numbing feeling, shooting pains". Healthcare professional confirmed the event capsular contracture baker grade iii, and indicated patient was concerned about the product. Device remains implanted.

Event description:
Patient reported right side "hardening", "lumps and capsular contractions", "lifting", "bottom has a numbing feeling, shooting pains". Healthcare professional confirmed the event capsular contracture baker grade iii, and indicated patient was concerned about the product. Device remains implanted.